Manufacturer narrative:
The device was not returned for evaluation. Instead, technical support troubleshot over the phone with the customer regarding the device's analyze function was not working. The customer stated they couldn't analyze and the device gave a "remove from sync" message. They confirmed on the phone it was because it was in sync mode. Technical support confirmed the problem had been resolved over the phone by removing sync mode and the device had been returned to use. The device was confirmed to function as designed. No product is expected to be returned for evaluation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to analyze. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.